Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device was unable to confirm the reported event as the referenced screws were not returned, however both screwdriver tips are damaged/worn. The overall condition of the screwdriver suggests heavy usage. A complaint database search on the provided product codes found similar reports which were attributed to product wear out and or misuse. The root cause is attributed to product wear out and or misuse. Based on the root cause of product wear out, corrective action is not needed.

Event description:
The straight and cardan screwdrivers are sticking and will not disengage from the screws.